Event description:
Voluntary medwatch received states that the patient presented with an unspecified infection that required the explant of the pulse generator. No further information was available.

Manufacturer narrative:
Reference: voluntary medwatch report #: mw5154822.